Event description:
Additional information was received from the patient that reported that nothing with the device changed that led to the new thoracic pain, but the patient had a thoracic MRI due to pain. The pain was the reason for the MRI and the patient had discomfort during the MRI. The patient was unable to distinguish the cause of the pain since she was already in pain; she believes that she was just in the MRI too long in the same position. The patient has a new, herniated disc above where the leads are, but the intense pain from being in the machine resolved. The patient looked up parameters for the MRI settings called the MRI technician and verified that the settings were correct at the time of the scan. The patient was not using the device at the time that the additional information was received because it is ineffective. The patient is focusing on the new issue in the thoracic instead of lumbar.

Event description:
Information was received from a patient who was implanted with a neurostimulator for post lumbar laminectomy syndrome and spinal pain. It was reported that the patient started having really bad pain in the thoracic upper back area in (B)(6) of 2015, and the implantable neurostimulator was not covering the new pain. The patient had an MRI on the day of the report that was not related to the device or therapy. Her device was put into MRI mode and it showed full body, and the patient started hurting when she had the MRI and "they kept her in there forever." The MRI tech said that the patient did a lot of moving. The patient has had many mris and had never felt this before. She was still sore after being out of the MRI, and the soreness went from the bra strap to the butt bone.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.